Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3487a-45, lot# v125952, implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3487a-45, lot# v078605, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was charging more than expected. The patient was charging every other day. The patient was 7 years post-implant and had experienced a gradual increase in recharge frequency. The following two programs were used to calculate: program 1: 2 anodes 1 cathode, pulse width of 540 microseconds, frequency of 60 hertz, amplitude of 5.9 volts, impedance of 641 ohms; program 1: 1 anode 1 cathode, pulse width of 450 microseconds, amplitude of 5.9 volts, 24/7 use, impedance of 488 ohms. This was calculated to be 3.3 / 2.7 days. The clinician programmer showed recharge stats of 2.9 typical duration, 3.8 day interval, and 8 coupling bars. The clinician programmer recharge stats were as follows for the following dates: 4/8, 3.1, 100 percent; 4/3, 3.3, 100 percent; 3/30, 2.3, 100 percent; 3/27, 1.9, 75 percent; 3/23, 2.9, 100 percent. The patient appeared to be charging when the implantable neurostimulator (ins) was at 25 or 50 percent charge level and that recharge frequency calculated appeared to be appropriate given the settings and age of ins. The recharging issue started (B)(6) 2015. It was reported that stimulation was turning off. The stimulation was shutting off due to low charge level on the battery, but once the patient charged they were able to use stimulation again. The stimulation would feel weaker two days after charging and then stimulation would shut off due to charge level. It would take the patient 3-4 hours to charge and then they could turn stimulation on again. They looked at the diary but the manufacturer representative wasn¿t able to find any day that showed low battery status. The issues with stimulation shutting off began (B)(6) 2015. The patient was in continuous mode. The event cause was not device related. All seemed to be normal based on battery settings after running the battery through longevity tests, charging frequency, and program settings. There were no troubleshooting or other actions taken to resolve the event. The patient could recharge normally and was receiving effective therapy.